Event description:
It was reported that an unknown issue occurred with a 2.5x12 mm rx xience prime stent. Reportedly, the site does not recall case specifics and the event occurred in (B)(6) 2013. No patient effects have been reported. There was no clinically significant delay in the procedure. No additional information was provided. Abbott vascular analysis of the returned device revealed a hypotube separation.

Manufacturer narrative:
(B)(4). Estimated date of event. The device was returned for analysis. Analysis of the returned device revealed a hypotube separation. Without any additional information available, a conclusive cause could not be determined. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.